Event description:
The device was used during a wedge resection procedure. Reportedly, the tissue was not cut and the staples did not form properly. The surgeon applied another device to resect ths staple lines. The pt's status is satisfactory.